Manufacturer narrative:
Hvad pump hw27190 and driveline extension cable lot# 1177736 were returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed multiple controller power up events starting 11:22 on (B)(6) 2017 without associated motor starts on hw27190. A successful motor start event was logged at 11:50 followed by a vad stopped command from the monitor. Another motor start event was logged at 12:01 which was associated with the start of the second pump hw28158. Available log files also revealed a maximum power of 5w; however no high watt alarms have been logged. Analysis of the returned pump revealed that the device passed visual examination, functional testing and dimensional verification. Independent pathology report did not reveal any evidence of thrombus within the pump. The driveline extension cable passed visual inspection and functional testing. A supplemental test was performed with driveline extension cable #1177736, hw27190 and representative samples con005269, bat217736 and bat217837 and an attempt was made to replicate the reported event. The reported event could not be replicated since the pump started without any issues and the system performed as intended. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported event may be attributed to multiple factors including but not limited to air trapped inside the pump during implant, delay in controller exchange process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
A supplemental report is being submitted for correction, additional information, and investigation completion. Correction h6: the patient ime code and imf code, method code, results code, and conclusion code(s) were updated. Correction h10: section h10 was corrected to include device and code information for the controllers associated with the event. Additional information was received regarding the recall number. Product event summary: the pump and driveline extension cable were returned for evaluation. Three (3) controllers ((B)(6), unknown serial number) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. The raw data and alarm log files associated with (B)(6) were not available for analysis. The log files associated with the controller with an unknown serial number were not available for analysis. Review of the available controller log files associated with (B)(6) revealed multiple low flow alarms on (B)(6), 2017 and 1 vad disconnect alarm was logged at 11:49 on (B)(6), 2017 indicating that the driveline was disconnected from the controller. Multiple controller power up events were logged starting 11:22 on (B)(6), 2017 without associated motor starts on (B)(6). The log files associated with (B)(6) did not reveal any vad stopped alarms. A successful motor start event was logged at 11:50 followed by a vad stopped command from the monitor. Another motor start event was logged at 12:01 which was associated with the start of the second pump (B)(6). Available log files revealed a maximum power of 5w; however no high watt alarms have been logged. As a result, the reported high power event was confirmed; however, the reported failure to restart event could not be confirmed. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing and dimensional verification. Independent pathology report did not reveal any evidence of thrombus within the pump. The driveline extension cable passed visual inspection and functional testing. A supplemental test was performed with driveline extension cable and pump with representative samples (B)(6) and an attempt was made to replicate the reported event. The reported event could not be replicated since the pump started without any issues and the system performed as intended. As per the instructions for use, the driveline extension cable should only be used during the pre-implant test. It should not be connected when the vad is running. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, a possible root cause of the high power event can be attributed, but not limited, to improper de-airing of the pump during the implant procedure. Based on the risk documentation and the investigation conducted, possible causes of the observed low flows may be attributed to multiple factors including but not limited to improper de-airing of the pump during the implant procedure, poor vad filling, inappropriate pump rotational speed, and/or constriction at the outflow graft. Based on historical review of similar events, the likely contributing causes for failure to restart come from the presence of increased starting resistance in a very small number of implanted patients. Additional products: d1: heartware ventricular assist system ¿ driveline extension cable d4: model #: 100 / catalog #: 100 / expiration date: 30-jun-2017 / lot#: 1177736 UDI #: (B)(4), d9: yes, return date: 22-mar-2017 h3: yes dev rtn to MFR? Yes h4: mfg date: 30-jun-2016 h5: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a1203 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d1: heartware ventricular assist system ¿ controller 1.0 d4: model #: 1407 / catalog #: 1407 / expiration date: 31-dec-2017 / serial #: (B)(6), UDI #: (B)(4), d9: no h3: yes h4: mfg date: 31-dec-2016 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a141204 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d1: heartware ventricular assist system ¿ controller 1.0 d4: model #: 1407 / catalog #: 1407 / expiration date: 30-jun-2017 / serial #: (B)(6), UDI #: (B)(4), d9: no h3: yes h4: mfg date: 30-jun-2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a141204 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d1: heartware ventricular assist system ¿ unk controller d4: model #: unk / catalog #: unk / expiration date: unk / serial #: unk UDI #: asku d9: no h4: mfg date: unk h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a141204 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The coring tool is used to core out the left ventricular apex. The instructions for use (IFU) instructs the user on the correct method for coring out the ventricular apex. The IFU further explains that cored tissue should be captured within the cutting head. Users should perform a visual inspection of the left ventricle and remove any thrombus or potential obstruction to the inflow cannula. The driveline extension cable is designed to only be used during the pre-implant wet test to keep the non-sterile controller isolated from the sterile field. The driveline extension cable is designed to be used during the pre-implanted wet test to keep the non-sterile controller isolated from the sterile field. It is not intended to be used after the pump is implanted in the patient. According to the instructions for use (IFU), high watt alarms are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that during preparation for implantation, the pump passed the wet test with power consumption of 1.2 watts. The pump was then implanted, de-aired and started without problems. Within five minutes, the power consumption increased to 5 watts with a speed of 1800rpm. When the pump flow became out of range with a programmed hematocrit of 35%, the monitor's view was changed from flow display to the power consumption display. The power consumption curve was seen to suddenly change to a sawtooth pattern that ranged from 0 to 12 watts with a high frequency. At the time of this event, the patient was noted to still be on bypass support with full flow and the outflow graft still clamped.  The outflow graft was noted to have remained clamped during the ensuing troubleshooting attempts. The site initially changed out the controller to the backup controller but the pump did not start. Pump parameters included a speed of 340 to 440rpm and power consumption of over 25 watts. The pump was stopped and the controller changed back to the initial primary controller without a subsequent pump start. The site adjusted the speed, the driveline extension cable was exchanged and a third controller exchanged. These maneuvers were unsuccessful at re-starting the pump. At this time, the pump was exchanged and this exchanged pump started without any problems with the previous controller units and the new driveline extension cable. The site reported that these troubleshooting attempts extended the length of the implantation by approximately 20 minutes. During the implantation, no thrombus formations were seen in an earlier echocardiogram or when the left ventricle was inspected. The patient's patent foramen ovale had been closed before the pump had been implanted. Of note, the implanting surgeon is reported to have not implanted "so often" and initially used the coring tool incorrectly. He had used the coring tool by first turning the entire tool. He completed the ventricular coring with a new coring tool with the correct technique.  No tissue material was seen inside the explanted pump or in the bowl where the pump was replaced after it had been explanted.